Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rain bowing on screen forced to angle to see display and also error code. No harm requiring medical intervention was reported. Customer reported that insulin pump ha no delivery alarm and louder when rewinding. The insulin pump will not be returned for analysis.